Event description:
Rn removed insyte from packaging and while handling the needle, it retracted prior to coming in contact with the patient. The same thing happened for 4 insytes from same lot #. Lot # removed from supply.